Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors.

Event description:
Implant as removed the same day of surgery due to primary stability was not achieved. Bone quality at time of failure is unknown.